Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging multiple inaccurate high complaints against the subject meter. These include "168 mg/dl" compared to "138 mg/dl" on a doctor's office meter, performed within 30 minutes of each other. The other results were not specified but were comparisons with the subject meter when compared to an unknown meter and the patient's wife's meter. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed o an adverse event.